Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced erythema ("ear turns red almost purple at time and very hot"), skin warm ("ear turns red almost purple at time and very hot"), hot flush ("hot flashes"), night sweats ("night sweats") and discomfort ("extremely uncomfortable"). The patient was treated with surgery (to schedule surgery). Essure was removed. At the time of the report, the medical device removal, erythema, skin warm, hot flush, night sweats and discomfort outcome was unknown. The reporter considered discomfort, erythema, hot flush, medical device removal, night sweats and skin warm to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced erythema ("ear turns red almost purple at time and very hot"), skin warm ("ear turns red almost purple at time and very hot"), hot flush ("hot flashes"), night sweats ("night sweats") and discomfort ("extremely uncomfortable"). The patient was treated with surgery (to schedule surgery). Essure was removed. At the time of the report, the medical device removal, erythema, skin warm, hot flush, night sweats and discomfort outcome was unknown. The reporter considered discomfort, erythema, hot flush, medical device removal, night sweats and skin warm to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events ears turn red almost purple and very hot, hot flashes, night sweats and feeling uncomfortable were added. Action taken with drug was added. Reported was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to schedule surgery). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.